Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 9 sharps coll 14qt red 1103 non-vent cap lids were damaged/broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the product had arrived with the lid shut."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h10.

Event description:
It was reported that 9 sharps coll 14qt red 1103 non-vent cap lids were damaged/broken. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the product had arrived with the lid shut."